Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was located on the metal ¿screw¿ portion on the crown of the device where the core wire attaches.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11487. It was reported that recapture difficulties occurred, a fibrous strand was visualized and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. However, the wds was unable to be pulled back into the was. The device legs were entangled with the appendage tissue. Multiple partial recapture attempted and finally the physician advanced the partially recaptured device into the appendage. They deployed the closure device, pass criteria was met. The closure device was implanted with a completed seal and was placed distal to and spanned the entire laa ostium. Upon release, a transesophageal echocardiogram (tee) was performed and revealed a "fiberous strand ". Which was treated causational as thrombus, but they did not administer thrombotic agents. An echocardiogram was performed and the patient had a 0.5 effusion. No treatment was provided for the effusion. The patient was monitored in the intensive care unit (ICU) overnight. Three days post procedure the patient was discharged.